Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence, the patient is using 3-4 pads per day. A surgical procedure was performed during which it was identified that the cuff was too big. The cuff was replaced with a smaller size. No further patient complications were reported.